Manufacturer narrative:
Dr. (B)(6) first drilled longer path lengths for screw insertion, as he had planned to insert longer screws. After determining that these screws were too long, he decided to implant shorter screws in the same hole.

Event description:
The event included the backing out of two non-locking cortex screws, which was discovered using x-ray 26 days post-implantation. A revision surgery is scheduled to be performed on (B)(6) 2021. This event is associated with the same patient and surgical procedure as described in MDR 3009996260-2021-00015.